Event description:
Feeding solution was already infusing through end port of the stopcock. The nurse rotated the stopcock lever to open the center port for infusion of caffeine solution. Within a few minutes she discovered that blood was visible in the umbilical catheter and was leaking from the stopcock's center port. She checked the connection, then attempted to flush the stopcock, but witnessed liquid spray from a crack in the center port. The stopcock was replaced, and the infusion and feeding continued. The nurse estimated that 5 ml of blood leaked from stopcock.the patient's hematocrit (hct) had decreased to 23, so a transfusion was given to raise hct to 40. The umbilical catheter was removed and replaced with a peripheral intravenous central catheter (PICC) line. The patient was stabilized with no further problems.====================== health professional's impression======================crack in the central port of the stopcock allowed blood to leak from the catheter.